Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the batteries would not charge. It was then found that the batteries wouldn't charge when the intra-aortic balloon pump (iabp) was plugged into ac overnight. There was no patient involvement, thus no injury or adverse event was reported.

Manufacturer narrative:
The customer reported that the iabp would not run on battery power. The field service engineer (fse) verified the failure, and replaced the batteries and could no longer duplicate the error. The fse verified operational, safety, and performance tests per factory specifications were met. The fse also replaced IV pole holder at the request of the customer. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the batteries would not charge. It was then found that the batteries wouldn't charge when the intra-aortic balloon pump (iabp) was plugged into ac overnight. There was no patient involvement, thus no injury or adverse event was reported.